Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a patient with motorcortex stimulation. While adjusting program c, a tonic contraction occurs in the right arm and right side of the face, resulting in an epileptic seizure with brief (+- 1 minute) loss of consciousness, with tongue biting but without loss of urine. The system was switched off and "the internal mug" was called. The patient regained consciousness and showed only limited postictal confusion. The patient was transferred "to a/e" for further examination. Short-term postictal confusion was still present at the ER, but afterwards all symptoms had disappeared and the patient could leave the hospital. The etiology was noted as a causal relationship of the event to the device or therapy with "due to programming" noted, but not related to the implant procedure. Diagnostic methods were noted as "e-insult as on (B)(6) 2025. Interventions were noted as reprogramming done on (B)(6) 2025 and it resulted in an emergency room visit and urgent care visit. The outcome was listed as resolved without sequelae as on (B)(6) 2025. The age at consent was noted as 54 and weight was 95 kg.

Manufacturer narrative:
G2: the country of the event is be b2. Other: seizure and loss of consciousness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the clinical team. It was reported that the previously reported medical/surgical intervention was referring to the emergency room visit, urgent care visit, and reprogramming. The event was escalated to the medical advisor of the study who updated the event as serious and unanticipated since epilepsy was not a foreseeable adverse event mentioned in labeling. The unanticipated serious adverse device effect investigation was initiated with the result that the patient being implanted in the motor cortex off-label was the reason why the epileptic seizure occurred. It was noted that this information was confirmed/provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider of a clinical study reporting that the event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function.